Event description:
It was reported that during pre use check, the cs300 intra-aortic balloon pump (iabp) unit had a failed leak test. There was no patient involved.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit had a failed leak test.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6, h10.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g3, g6, h2, h3, h6(investigation type, investigation findings & investigation conclusions), h10. A getinge field service engineer (fse) was dispatched to investigate the issue. The fse replaced the safety disk (0997-00-0985) and tested the unit. All functional and safety checks performed to meet factory specifications.